Event description:
Welch allyn factory service technician identified a defib 11 error code. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the user returned the actual device involved. Evaluation of the device by welch allyn factory service identified a defib 11 error code during service. Cause of the error code was due to a cracked solder joint on the defib fire control board. Replacement of the defib assembly resolved the failure. The device was returned to the customer.